Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited 6 episodes of auto mode switch. The electrical values were stable and the physician decided to not perform any intervention.